Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was an issue with the surgeon monitor. It was indicated there was distortion on the surgeon monitor. No complications were reported/anticipated. This issue occurred outside of procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was an issue with the surgeon monitor. It was indicated there was distortion on the surgeon monitor. No complications were reported/anticipated. This issue occurred outside of procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was reported that the monitor needs to be replaced. If information is provided in the future, a supplemental report will be issued.